Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a patient who experienced a break in aseptic technique that resulted in peritonitis coincident with therapy for peritoneal dialysis. Therapies were ongoing. The break in aseptic technique was further described as a touch contamination. The patient was treated with unspecified antibiotics for the peritonitis. The patient recovered from the event.